Event description:
It was reported that no alert/notification occurred. The sensor was inserted into the skin. On (B)(6) 2025 , it was reported that the patient was at work, he passed out and woke up in the back of an ambulance. Emergency medical services (ems) tested his bg meter reading, which was 24 mg/dl. It was not reported what the cgm device was displaying at this time. However, the patient stated that he never received an audio alert from his cgm device to alert him to his hypoglycemic state. The patient was transported to the emergency room (ER). The patient could not recall any of the medications or treatment that he may have received from ems or at the ER. The patient was discharged home at 2am the following morning (less than 24 hours). The patient was ¿fine¿ at the time of report. It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.